Event description:
It was reported that when the syringe 10ml ls was used for blood collection and inserted into the transfer device, with no pressure applied to the plunger, the tip cap came loose and a "loud pop" was heard before blood "sprayed" the collector and "hit the wall" behind the patient. The following information was provided by the initial reporter: " syringe used for blood collection. Denotched needle and inserted syringe into transfer device. Inserted tube (assuming it was the sst first). Did not apply pressure to plunger. Loud pop and blood sprayed collector and hit the wall behind patient as well. Patient witnessed incident. Customer has retained the product albeit it is contaminated."

Manufacturer narrative:
H.6. Investigation: a DHR review was completed and no quality notification had been raised in the past 12 months. No sample or photo were returned so the complaint could not be confirmed and a root cause could not be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the syringe 10ml ls was used for blood collection and inserted into the transfer device, with no pressure applied to the plunger, the tip cap came loose and a "loud pop" was heard before blood "sprayed" the collector and "hit the wall" behind the patient. The following information was provided by the initial reporter: "syringe used for blood collection. Denotched needle and inserted syringe into transfer device. Inserted tube (assuming it was the sst first). Did not apply pressure to plunger. Loud pop and blood sprayed collector and hit the wall behind patient as well. Patient witnessed incident. Customer has retained the product albeit it is contaminated."